Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on unknown date. Customer reported that the insulin pump was taken off. Customer reported that they were using auto mode. The insulin pump will not be returned for analysis.